Event description:
During a review of the patient's programming history, it was noted that on (B)(6) 2008, a faulted systems diagnostic test occurred which altered the patient's settings. The settings were not corrected until the next follow up appointment. There were no reports of any patient adverse events that could have resulted from the setting change. Another faulted systems diagnostic test occurred on (B)(6) 2008, which changed the patient's settings however the settings were corrected prior to the patient leaving the office.

Manufacturer narrative:
Analysis of programming and device diagnostic history performed.